Event description:
During a review of programming history, a programming anomaly was observed. On (B)(6) 2009, the patient was interrogated and a generator diagnostic was performed. The patient was not re-interrogated and left the appointment at un-intended settings. At the patient's next appointment on (B)(6) 2009, the patient was interrogated and found to be programmed off. The patient's settings were then corrected at that visit.

Manufacturer narrative:
Analysis of programming history.